Manufacturer narrative:
The lot was manufactured april 25, 2016- april 26, 2016. The device was received for evaluation with approximately 40 ml of fluid in the bladder. Visual inspection showed no evidence of fluid coming out at the distal luer. The reported condition was verified. Subsequent examination revealed the direct cause of the flow problem was due to white crystallized drug blocking the fluid path at the distal end of the glass capillary located inside the flow restrictor housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor would not allow flow of medication during priming. The device was out of the fridge for four to five hours and was filled with 1500 mg of desferrioxamine in 40ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.